Event description:
It was reported this was a procedure to treat a heavily tortuous and 90% stenosed second obtuse marginal. A traveler rx 2.5 x 15mm balloon delivery catheter (bdc) was inserted but was unable to cross the lesion due to the patient anatomy. It was noted that due to interaction with the anatomy, resistance was felt during advancement and removal of the bdc. The bdc was replaced with a non-abbott device and the procedure was successfully completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.